Manufacturer narrative:
(B)(4) medical device: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that after the blade was pressed, the yellow tab didn¿t come back to its place. So, the knife was exposed after its first penetration. There were no patient consequences. It is unknown if the surgery was delayed. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Batch # r95443. Investigation summary: the analysis results found that the 2d12lt device was returned with no damage in the external components. During functional testing, the bullet retracted, permitting the exposure of the blade during the advancement through the skin test media and it returned to safe position upon penetration. The bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The event described could not be confirmed as the device performed without any difficulties noted and the reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.